Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 39303, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 9 injections. The catheter passed the performance as per specifications. The dissection test showed a guide wire lumen kink and twisted at 0.92 inch from the tip of the catheter. Dissection also revealed the pull wire was intact with no apparent issues. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.